Event description:
A prefilled syringe was observed to have small spots of brown-colored contaminant of unknown origin on the barrel of the syringe and in the luer lock end. The contaminants/debris appears to be on the outer surface of the syringe. The nurse observed the debris before the syringe was used on a patient. The nurse removed the syringe from sterile packaging and connected a clave extension set when the nurse observed the contaminants. The nurse initially thought he/she was bleeding and these were spots of blood. This was not the case. The nurse believes the debris was on the syringe initially and not on the clave extension set. On post-incident inspection revealed there was a small amount of debris on the connection end piece. However, the nurse attached the clave extension set and syringe at the luer connection. Staff inspected remaining supply of syringes and found no other contaminated syringes or claves extension sets. The sales representative will be contacted regarding syringe.